Event description:
It was reported to philips that system cannot boot up. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the device was not in clinical use at the time of the event. The philips field service engineer (fse) inspected the system onsite and confirmed that the device was not able to power up. Upon functional testing, the fse found that the mpd control unit was defective. To resolve the issue the fse replaced the mpd control unit. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.